Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, low purge flow and high purge pressure occurred when the patient and the catheter was moved, which caused the in aorta alert. The physician repositioned the catheter with the echo and pushed the catheter across the valve and into the left ventricle only 2 cm to correct the catheter position. However, a decrease in the purge flow still occurred even with a change of the cassette and purge tubing. It was decided to start tissue plasminogen activator for purge solution replacement which would run until empty. Eventually the impella cp was explanted and the impella 5.5 was to follow post coronary artery bypass graft.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.